Manufacturer narrative:
B3 date of event: estimated as the first day of the month of the aware date as the exact date of event was not reported.

Event description:
It was reported that the tip of the device detached and remained in the patient. A rotawire drive was selected for use. During the procedure, the tip of the guidewire broke and remained in the patient's artery. No further details were provided.